Manufacturer narrative:
The device was nor returned for evaluation as it was discarded by the user following patient support. There is no known malfunction that we are aware of. If the manufacturer becomes aware of any additional information, a follow-up will be submitted.

Event description:
The complainant reported that on (B)(6) 2018 a (B)(6) male patient presented at the facility's cath lab with a stemi, and in respiratory distress. Testing in the cath lab revealed severe multi-vessel disease. An impella cp was placed in the patient; the physician then placed 7 drug eluding stents in the patient with great angiographic results. Following this procedure the 14fr sheath was removed and the repositioning sheath was inserted. Shortly thereafter the patient developed a large hematoma of the groin. Manual pressure was held, and then a fem stop was placed. The patient was administered packed replacement blood cells in response to the loss of blood experienced by the patient. The impella cp was removed from the patient on (B)(6) following 44.73 hours of successful hemodynamic support. The patient was reported to be in stable condition and doing well following the removal of the pump.